Event description:
The lay user/pt contacted lifescan alleging that the product was having the following power related issue: does not power on, which was unresolved by troubleshooting. There were no allegations of harm or injury.

Manufacturer narrative:
Lifescan has requested the return of the lfs products for evaluation, but has not yet received them. If the lfs products arte returned, lifescan will evaluate them and, if the lfs products do not pass inspection, lifescan will inform the FDA of the results in a supplemental report.